Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles between the o-rings. The customer stated that the leak occurred while filling the new reservoir. The customer's blood glucose was 357 mg/dl at the time of incident. The customer was advised to change the reservoir. The reservoir will not be returned for analysis.